Manufacturer narrative:
Device evaluation: the actual motor device was received for evaluation. Reliability engineering evaluated the device. Although the reporter did not identify a deficiency, it was observed during functional testing that the device was overheating. Evidence suggests this was due to normal wear from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
This is report 1 of 3 for the same event. Report received from USA stating that it was observed that during surgery, when the attachment device was in use with a motor device, the "rotations per minute(rpms) would not go over 46,000". According to the report, the hand control device would not stay on the drill. This resulted in a 10-15 minute delay in the surgical procedure. A spare device was available and the surgery was completed successfully. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The attachment device was received for evaluation. Upon completion of the evaluation, a supplemental report will be sent. (B)(4).